Event description:
Reporter indicated that patient's voice remains hoarse and has not improved since surgery. Further follow up revealed that in addition to the hoarseness, the patient has problems swallowing and pt reports that their throat closes up. Preliminary diagnosis determined that the pt has problems with their esophagus but the patient does not have a complete diagnosis. The patient's ncp system has not yet been programmed to on. The patient has had an ent consult and x-rays were taken. The results of those x-rays are unknown at this time.